Event description:
Patient reported there are two lines going down the center of the meter screen. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).